Manufacturer narrative:
The service technician found during a between patient inspection that the right front brake was out of adjustment which was most likely due to normal wear and tear. The service technician adjusted the right front brake to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes will not lock securely when the brakes are set. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).